Event description:
It was reported that during an ablation procedure, this pacemaker was not able to be fully interrogated. Troubleshooting was performed, however, the issue was not resolved. Additionally, the field representative stated that this patient no longer has a right ventricular (rv) lead implanted. The involved lead is a non boston scientific product. No further information was provided regarding the explant of this lead. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that during an ablation procedure, this pacemaker was not able to be fully interrogated. Troubleshooting was performed, however, the issue was not resolved. Additionally, the field representative stated that this patient no longer has a right ventricular (rv) lead implanted. The involved lead is a non boston scientific product. No further information was provided regarding the explant of this lead. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an ablation procedure, this pacemaker was not able to be fully interrogated. Troubleshooting was performed, however, the issue was not resolved. Additionally, the field representative stated that this patient no longer has a right ventricular (rv) lead implanted. The involved lead is a non-boston scientific product. No further information was provided regarding the explant of this lead. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.